Event description:
On (B)(6) 2011 our (B)(4) spoke with an end user who was involved in an adverse event while riding on a (B)(6) bus. The end user stated that the bus driver had only utilized one strap to secure him to his wheelchair. The end user stated that the bus driver had to brake suddenly causing bus to stop abruptly. The end user alleges he was injured when he tried to grab hold and secure himself from falling when the bus stopped suddenly. The end user claims he sustained a torn rotator cuff that has already been treated with surgery. He also claims to have surgery scheduled to decompress four herniated discs (c3-c6) in his back as a result of the adverse event. He stated that his wheelchair is safe and stable but was not secured properly by the (B)(6) bus driver. The wheelchair was originally ordered without the transit option (B)(6).

Manufacturer narrative:
The wheelchair transit option was not ordered when the wheelchair was originally purchased in (B)(6) 2009. The wheelchair was not properly equipped with the transit option. On page 6 section (j) (a) (b) of the quickie gtx owners manual there is a warning that states the following: if your chair is not equipped with the transit option: never let anyone sit in this chair while in a moving vehicle. Always move the rider to an approved vehicle seat. Always secure the rider with proper motor vehicle restraints. In an accident or sudden stop the rider may be thrown from the chair. Wheelchair seat belts will not prevent this, and further injury may result from the belts or straps. If you fail to heed these warnings damage to your chair, a fall, tip-over or loss of control may occur and cause severe injury to the rider or others. The wheelchair is not being returned and the MFR has completed the complaint investigation.